Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported clip malposition. Factors that may contribute to the malposition/ clip deployment issue include, but not limited to, incorrect positioning of the device, clip too anterior to arteriotomy or vessel locator not placed against the surface of vessel. A conclusive cause for the reported patient effects of pain, hypotension and foreign body in patient and the relationship to the product, if any, cannot be determined. The patient effects and the relationship to the product, if any, cannot be determined. Unexpected medical intervention appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a starclose device after a left superficial artery interventional procedure with a 6f sheath. Reportedly, the device seemingly achieved hemostasis. The patient was taken to recovery; shortly after, the patient reported pain and a drop in blood pressure was noted. Computed tomography was performed and it was found that the clip missed the access site by a few centimeters and caught the inguinal ligament. The arteriotomy was still bleeding. Access was re-obtained and a covered stent was placed to seal off the leak. The clip was left on the inguinal ligament. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 1494 clarifier: patient selection. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.